Event description:
It was reported there was high impedance and a possible fracture of the right ventricular lead. The lead was extracted and replaced. It was further reported that a "minimal" pericardial effusion occurred and a pericardiocentesis was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg ICD, implanted: (B)(6) 2009. (B)(4).